Manufacturer narrative:
No damages or manufacturing defects were observed that would contribute to the pod generating a communication error. No timeouts or drive stalls were observed. The shelf mode current (smc) was measured to be within specifications. The cause of the reported communication error could not be determined. A tear in the exposed portion of the soft cannula was observed. A leak was found located at the cannula tear. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to >250 mg/dl at the time of the event. The device was originally reported pod communication issue. The pod was worn between 4 and 24 hours. An investigation of the device confirmed that there was a tear in the cannula. Treatment information was not provided.